Event description:
As reported by the user facility: ref #8713050u, serial # (B)(4): reports "air pulled past the pump and down to the pt before alarming" no pt injury. Customer downloaded pump logs. MFR ref #: 9610825-2013-00188.